Manufacturer narrative:
The reported complaint of user advisory - "(ua)41" (patient temperature sensor failure) on the autopulse platform (serial # (B)(4) error message was not confirmed during functional test but confirmed during archive data review. The returned autopulse platform performed as intended. However, as a precautionary measure, the temperature sensor was replaced to avoid the occurrence of (ua)41 (patient temperature sensor failure). The autopulse platform was manufactured in may 2015, it is nearing it's serviceable life of 5 years. No physical damage was observed on the returned autopulse platform during visual inspection. However, stiff manual rotation of the driveshaft was identified, and this type of faulty component was not related to the reported complaint. The clutch plate area was cleaned to remedy this driveshaft issue. During archive data review, ua41 was identified on the reported event date. Thus, confirming the reported complaint. After service repairs, the returned autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message upon powering on. Error message (ua) 41 could not be cleared by the user. No patient involvement.